Manufacturer narrative:
The pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The occlusion and the excessive no delivery test were not done due to motor error alarm. The unexpected restart test and verify for basal/bolus lost setting anomaly were not done due to constant motor error alarm. The pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error alarm on their insulin pump. It was reported that the alarm had cleared the alarm history. The customer's blood glucose level was reported to be 216mg/dl. It was reported that the customer is having the device replaced. No further information provided.